Event description:
The facility states that the surgeon successfully implanted a model aa4203tl intraocular lens but noted damage to the lens after implantation. The surgeon removed the lens without injury to the pt. The facility states that a model msi-pr injector and a model mtc60c fp was used to implant the lens, but the lot numbers for these items is unk.